Event description:
Reportedly, bad performance of the lead. The complaint is reported in the product survey. No information about the lead are available.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.